Event description:
Rptr has had pain with implant since 3/29/94. She has had infection and inflammations, lots of problem resting (sleeping), can't stand for over 15 mins with pain in lower back at the implant. They have became loose sence put in and there is a "pop" when moving on the bed. There is a catch when bending over resulting in pain from feet to legs and all of back.